Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the direction pin was damaged due to excessive force. However, a specific cause of the damaged direction pin was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint was confirmed. The direction pin was broken off. During inspection and testing the following was also found: there was a chipped lens and debris in the optical system, there was fiber breakage in the image, the outer tube was bent due to handling, and there were scratches on the distal end and eyepiece funnel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that, during preparation for use, they identified a broken metal piece under the light and a missing knob. There were no reports of patient harm associated with this event.